Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 83 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Troubleshooting was performed. Customer stated that this was the second occurrence of the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly.